Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified second right posterolateral artery. A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon second inflation at 4 atmospheres for 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.